Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the connection from the device with the lead revealed inadequate values. After some attempt the physician decided not to use the device and implanted a different device instead. No patient complications have been reported as a result of this event.